Event description:
It was reported by the patient that the glue had come undone on the side resulting in the catheters and the water packet hanging out. This happened to 15 of them 9. Patient received 100 damaged catheters they were flat and wrinkled.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR review is not required as the lot number is unknown. A labeling review was not performed because labeling could not have prevented the reported failure. Correction- b, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Patient said the glue had come undone on the side resulting in the catheters and the water packet hanging out. This happened to 15 of them 9. Patient received 100 damaged catheters they were flat and wrinkled. Patient email: (B)(6).